Event description:
One endeavor drug-eluting stent was implanted (3.00 x 15mm) at the mid rca. Two weeks post initial stent implant a staged procedure of the proximal lad was carried out. One drug-eluting stent (4.00 x 16mm) from another manufacturer was implanted. A ptca revascularization of the proximal lad was carried out and a drug-eluting stent from another manufacturer (4.00 x 16mm) was implanted. Investigator has indicated that event was not related to the study stent. A ptca revascularization of the proximal lcx was carried out three weeks post initial stent implant, one endeavour drug-eluting stent was implanted (3.00 x 24mm). Patient was asymptomatic at 30 day follow up. Stent thrombosis was reported to have occurred at the proximal lcx three months post ptca revascularization and stent implant. Associated clinical signs and symptoms were reported to be angina & ischemic ECG changes. Patient was taking antiplatelet therapy 24 hours prior to the event. Two restenosis were found. It is reported that event was related to the study stent. Investigator indicated that event was not related to the endeavor stent. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Secondary intervention - evaluation results - inherent risk of procedure (thrombosis).